Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. However, the reason for the revision is still unknown.

Manufacturer narrative:
Corrected field: b3 (outcomes attributed to ae). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. Update: it was reported that: "the patient have complained of pain in the lateral gutter since the operation. The maximum time of walking is 15 min. Therefore, the patient made an appointment in our consultation hour. The x- ray showed a mis-rotation of the prosthesis."

Manufacturer narrative:
Corrected fields: clinical signs code grid (6), device code grid (h6), and additional mfg narrative (h11). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that: there is a clear lateral positioning of the tibial component with contact and some osteolysis of the fibula visible. The talar component is positioned a little anterior. Conclusively it can be said, that the migration/malpositioning (mainly) of the tibial component is the underlying cause for the pain and for the limitation of the ability to walk in this patient. The poly is-as it is fixed at the tibial component-also contributing to some of the impairment. Formally, the poly would probably also have to be taken into account as a factor, but actually the positioning of the metal component is the cause of the problem. Based on investigation the main cause of the failure i.e. Pain is malpositioning of the metal component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. Update: it was reported that: "the patient have complained of pain in the lateral gutter since the operation. The maximum time of walking is 15 min. Therefore, the patient made an appointment in our consultation hour. The x- ray showed a mis-rotation of the prosthesis."